Manufacturer narrative:
(B)(4).

Event description:
It was reported "double and triple triggering, artifact/electrical interference on the ap waveform". No patient injury or "consequence" reported. The patient's current condition is reported as "fine

Event description:
It was reported "double and triple triggering, artifact/electrical interference on the ap waveform". No patient injury or consequ'ence reported. The patient's current condition is reported as "fine

Manufacturer narrative:
(B)(4). The reported complaint "double and triple triggering,artifact/electrical interference on the ap waveform" is confirmed based on the customer photos provided with the complaint report. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the poor ap signal/waveform. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.